Manufacturer narrative:
Product analysis: two still images were returned for analysis. Image 1 shows the everflex entrust delivery system. Image 2 is a single picture of an angiogram on a screen, which makes interpretation more difficult. The image appears to show a deformed stent. There does not appear to be contrast in this image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an angioplasty procedure involving the everflex entrust stent in the left superficial femoral artery, several issues were encountered. The artery exhibited severe tortuosity and calcification, with a 90% lesion stenosis. During the procedure, stent deformation occurred in vivo during positioning and deployment. Additionally, a post-angioplasty dissection was observed in the left femoral artery. The delivery system was securely removed, stent ws deployed and it was noted that the stent began to stretch during the procedure. It was reported that there was difficulty with the delivery system. The lesion was pre-dilated with a 5mm device. No patient complications have been reported as a result of this event.